Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted along with cystoscopy due to sui and stage ii anterior wall prolapse. It was reported the patient experienced dyspareunia with urinary incontinence and underwent cystoscopy and removal of suburethral mesh and also underwent urethral reconstruction and repeat cystoscopy on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary and bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring.